Manufacturer narrative:
(B)(4). Batch # l92m1l. During functional testing on a gen04 the device gave an error code 5. The device will stop activating, and emit a solid tone or show an error code 5 on the generator display when the blade becomes damaged. The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code. No conclusion could be reached as to how this issue occurred. The batch history record was reviewed and there were no defects, protocols or ncrs found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the active blade broke. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.